Event description:
It was reported that during a left atrial tachycardia case, post transeptal puncture and while mapping, the patient's blood pressure dropped and a pericardial effusion was confirmed via intra-cardiac echocardiography. A pericardiocentesis was performed and the patient was sent to the intensive care unit for observation. The physician does not consider the event to be due to any malfunction of any bwi product. The physician stated that this was a procedure-related event; it was either the manipulation of the long transeptal sheath (st jude 63 cm slo- competitor's product) or the manipulation of the high right atrial catheter in the fragile (B)(6) tissue. The patient fully recovered with no residual effects.

Manufacturer narrative:
Customer stated that the product was discarded therefore no product analysis could be preformed. Device history records were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (serial# (B)(4))- us catalog# fg540000; stockert 70 system (serial # (B)(4))- us catalog # s7001; cool flow pump, u.s. Ship kit- us catalog# cfp002; acunav 8f-90 catheter- us catalog# 10135936; webster 4 pole w/ auto ID catheter lot# 15874443m-us catalog# d6dr252ct; webster cs with auto ID catheter lot# 15740358m- us catalog# d135304; webster 8 pole w/ auto ID catheter lot# 15866518m- us catalog# d608dr002ct; webster 4 pole w/ auto ID catheter lot# 15862163m- us catalog# f6qa005ct. (B)(4).